Event description:
A report was received regarding a memory lens iol implanted in pt's left eye in 1999 with no complications. Yag procedure performed (date unk). Opacification diagnosed 2002. Visual acuity reported as 20/20 but reduced acuity in low light conditions for left eye at 3/2003 visit. As pt experiences iop problems in fellow eye, the surgeon is reluctant to explant & replace at this time. Prognosis indicated as excellent. No further info available at this time.